Event description:
Surgeon using pks forcep: jaw locked, failed, and then would not respond to manipulation of handpiece manufacturer response (as per reporter) for plasma kinetic forcep, gyrus acmi pks lyons dissection forcepw/ attached cordawaiting manufacturer response; they need time to examine the instrument